Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing chafing and a rash on her neck and under her breasts due to the garment rubbing on her skin. Patient also reported swelling on her back due to an allergic reaction. There is no alleged device malfunction. The patient's physician prescribed a lotion for the rash. The current condition of the skin irritation is unknown as patient ended use of the lifevest for unrelated reasons.